Event description:
Customer reported a cracked and shattered touchscreen, which left the pump's touchscreen unresponsive. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted, and technical support arranged for a replacement pump.